Event description:
It was reported that the cartridge was not fitting properly on the pump, with issues related to the cartridge not fully snapping into place and difficulty along the guide rails. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to remove the pump's case, inspect, and clean the pneumatic tap area, and remove an o-ring from the pneumatic tap. A new cartridge was filled and successfully loaded onto the pump, allowing the customer to resume insulin administration.